Event description:
The customer reported that the insulin pump had physical damage. Customer stated there were scratches, hairline crack by the liquid crystal display screen. Troubleshooting was done. Customer's blood glucose was 102 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case on the display window corner, minor scratches on lcd window, cracked lcd window, scratched reservoir tube window and cracked belt clip slot.